Event description:
It was reported that the procedure was to treat a 80% stenosed lesion in the distal circumflex artery with mild tortuosity. The 2.5 x 12 mm trek balloon was advanced; however, resistance was noted with the vessel. During removal, resistance was noted with the vessel and the tip was noted to be kinked. A dissection was observed and treated with a stent. Further dilatation was performed and another stent was implanted to treat the lesion. The patient is stable. A delay in the procedure was noted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood in the guide wire lumen, contrast in the inflation lumen and the balloon was tightly folded, which is consistent with device preparation, use of the catheter and no balloon inflation. There was a kink in the distal shaft between the balloon markers 6 millimeters proximal to the distal marker. There were numerous kinks in the distal shaft proximal to the proximal seal for a length of 3.4 centimeters. The very distal end of the soft tip was stretched and torn. There was a kink in the hypotube shaft distal to the edge of the strain relief tubing. Factors that may contribute to the inability to advance the balloon catheter to the lesion and catheter removal difficulty may include, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, accessory device support, large balloon profile, and damage to the catheter during manufacturing or damage due to handling prior to use. To ensure this is not the result of product deficiency, all products are 100% visually inspected for damages and balloon folding anomalies on the manufacturing line. There was no report of any product damages or abnormalities during inspection prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced. The tip length, tip crossing profile and balloon crossing profile were measured and met manufacturing criteria. It was reported that there was resistance with the vessel during advancement and the lesion was 80% stenosed, mildly tortuous and located in the distal circumflex artery (more challenging location). In this case, it was most likely that as the catheter encountered resistance while attempting to cross the lesion, the tip and the distal section of the shaft under the balloon kinked as a result. The damages to the distal catheter segment could have contributed to the resistance during retraction and thereby causing the kinked tip to become stretched and torn. All other observed kinks, since not noted during the inspection prior to use, or included in the complaint incident, most likely occurred during the procedure, and/or during handling, packaging, and shipment back to abbott vascular for analysis. Overall, the reported difficulties appeared related to the operational context of the procedure and there is no indication of a product quality deficiency. It was reported that after resistance was noted with the vessel during removal, a dissection was observed. The reported patient effect of dissection, as listed in the instructions for use, is a known adverse event associated with coronary angioplasty procedures and is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A query of the lot manufacturing records revealed no nonconforming material records that could have contributed to the reported difficulties. A query of the complaint handling database was performed and there is no lot specific product quality deficiency.